Event description:
Caller reported a malfunction on the pump, identified by malf 0. There was no information provided regarding the impact on the customer¿s blood glucose level. Customer was assisted with resetting the pump and was able to continue using it without recurrence of the malfunction code.